Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the patient was in a car accident (B)(6) 2015. The patient was seeing a doctor, but did not know the doctor's name. The patient had poor communication on the patient programmer (pp). The patient was not able to communicate with the implantable neurostimulator recharger (insr). The last time the patient felt stimulation was two days ago. The last successful charge session was two days ago. The patient stated she did charge. It was reviewed that if the time has been greater than three months, the device may be in overdischarge. It was reviewed the importance of keeping the implantable neurostimulator (ins) charged to maintain therapy. The patient was redirected to the health care provider (hcp). The patient stated she was not sure if the ins charged two days ago. There were no patient symptoms reported. The patient did not have an hcp. Medical history includes multiple back operations. If additional information is received, a supplemental report will be submitted.